Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented for generator change. During the procedure the device was programmed to vvir. While using the cautery, the rate increased. Loss of pacing was noted when usage of cautery was stopped. The patient went into asystole. Cardiopulmonary resuscitation and the pacing started again and increased slowly. The old device was removed and replaced. All the measurements were within normal range. Post procedure the patient was nauseous and did vomit. The patient was stable later.

Manufacturer narrative:
Analysis was normal. No anomalies were found.